Event description:
It was reported that 5 bd venflon¿ pro safety peripheral safety IV catheters leaked blood from the injection port. The following information was provided by the initial reporter, translated from german to english: "injection port leaking and patient has lost blood."

Manufacturer narrative:
H6: investigation summary: (B)(4) representative samples, (B)(4) samples of batch 0275569 and (B)(4) samples of batch 0153327, were received by our quality team for evaluation. The samples were subjected to visual inspection and the injection leak test, the valve was observed to have moved in one sample from batch 0275569. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd venflon¿ pro safety peripheral safety IV catheters leaked blood from the injection port. The following information was provided by the initial reporter, translated from (B)(6) to english: "injection port leaking and patient has lost blood".